Manufacturer narrative:
The pump was received with frozen screen and a constant watchdog alarm, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify external ram crc error, unexpected restart error and bad battery, failed battery test alarm due to frozen screens. The pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for failed battery test, unexpected restart and external ram crc error. The customer's blood glucose level at the time of incident was 360mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.